Manufacturer narrative:
The evoke spinal cord stimulation (scs) system remains implanted in the patient. The lead and anchor were repositioned during the lead revision procedure which resolved the reported patient symptom. Persistent post-surgical pain at hardware implantation sites requiring surgery (including revision, explant, and replacement) as a result is listed as a potential risk in manufacturer¿s instructions for use (IFU). The manufacturing records were reviewed, and the product met all requirements for release with no anomalies identified.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported experiencing pain at the site of the anchor, used with scs lead. During a lead revision, the lead and anchor were repositioned to resolve the reported patient symptom. Post procedure, the patient was reported to be receiving adequate therapy and the reported patient symptom had resolved.